Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that his lancet keeps sticking out from the end of the cap after performing a finger prick. No adverse event alleged. Lot not provided. A request was made for the return of the device.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed.